Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of atrial noise on the analyzer, it passed its vxi functional testing. It was noted that no analyzer cable was returned with the programmer.

Event description:
It was reported that there was noise on the atrial side of the analyzer. When the analyzer was replaced, there was no noise present. The analyzer has been returned to service. No patient complications have been reported as a result of this event.